Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was not getting as good relief as before their implantable neurostimulator replacement. Multiple falls were reported. High, out of range impedances were found on electrodes 12, 14, and 15. The patient was reprogrammed and the issue resolved.